Event description:
A customer reported experiencing a power source alert. There was no adverse impact to the customer's blood glucose level. The customer confirmed using the provided tandem charging cable and wall adapter, and upon following the recommended steps to leave the adapter plugged into a working outlet for at least 30 minutes, the pump began charging successfully, resolving the issue without further assistance needed.